Event description:
On (B)(6), 2010, it was reported by the user facility ((B)(6)) to terumo cardiovascular that after going off cardiopulmonary bypass procedure, a leakage in the oxygenator was detected. The patient was not injured as a result of the event and surgery was completed successfully.

Manufacturer narrative:
As indicated, the user facility reported that a leak was observed coming from the blood-gas oxygenator which resulted in unknown amount of blood loss. The surgery was completed successfully. Terumo has not received the actual device for evaluation. Terumo will submit a follow-up report once the device is received and evaluated.